Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure in the common femoral artery; however, the physician decided, due to a heavily calcified artery to stop advancing the device and discontinued the arteriotomy closure procedure. The foot was not parked nor was an attempt made to deploy the suture. Hemostasis was achieved using manual compression. A few hours post procedure, the artery was found to have occluded and balloon angioplasty was performed to open the artery. The pt was reported to be doing fine. The physician felt the manual compression caused the occlusion to the artery due to the heavy calcification. There were no reported pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.